Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge resection procedure, while cutting and closing the lung parenchyma; the staples burst out, formation of staple was poor. There was staple incomplete at the distal site of the body. To complete the case the surgeon used manual suture to fix the repair.